Event description:
Affiliate reports that, fluid did not flow through the device and needed to be replaced. The shunt system was implanted with a l-p shunt.

Manufacturer narrative:
It does not appear at the present time that, this device is available for evaluation. In addition a lot number has not been provided. Without the device and/or lot number, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot info does become available a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.